Event description:
A customer contacted physio-control to report that their device had illuminated its service led and had displayed a white screen during patient use. As a result, defibrillation therapy would not be available if needed.there were no adverse effects to the patient as result of the reported event.

Manufacturer narrative:
Physio-control product analysis center evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to a thermally sensitive integrated circuit, u18, on the system pcb assembly. The device was destructively tested. The customer has been provided with a replacement device.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and had displayed a white screen during patient use. As a result, defibrillation therapy would not be available if needed. There were no adverse effects to the patient as result of the reported event.